Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device froze, and the screen became dark due to a printed circuit board failure. Additionally, it¿s likely the led of the digital number did not light up due to an led failure. However, a final root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit was intermittently freezing up and losing its image during a ureteral lithotripsy procedure. According to the initial reporter, the procedure was successfully completed without any patient harm by using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. A faulty printed circuit board was discovered and causing one of the led's to not light up properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.